Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).(B)(4)

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed the lens was received in two pieces and both haptics were torn off with a piece of the optic and missing. There was clear surgical residue on the lens. (B)(4).

Event description:
The reporter stated the +22.5 diopter aq2010v silicone three piece lens was misloaded and as a result the trailing haptic tore off during insertion. The lens was removed and replaced without any injury to the patient. The event was caused by a users error.